Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results: (B)(6) 2015 @ 4:33: 133 (B)(6) 2015 @ 4:29: 131 (B)(6) 2015 @ 4:27: 122 (B)(6) 2015 @ 4:25: 141 (B)(6) 2015 @ 4:22: 172 (B)(6) 2015 @ 4:20: lo (B)(6) 2015 @ 4:21: 152 (B)(6) 2015 @ 4:17: 103 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.